Event description:
Procedure type: vats lobectomy. According to the reporter: during the case, the cannula was damaged. The broken pieces were retrieved, but some might have remained in the cavity. No additional bleeding and no tissue damage were reported. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported. No patient info available.

Manufacturer narrative:
(B)(4).